Manufacturer narrative:
H4: additional information. H.3., h.6.: the actual complaint product was not returned for evaluation. Product manufacturing history records were reviewed and the documentation indicated the product met release criteria. No nonconformance reported during the manufacturing of this product. Evaluation on retain sample found product was meeting manufacturing specifications. The root cause could not be determined. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
It was reported on 10jun2019, via email that a consumer experienced an eye lesion due to a contact lens that broke during use. It was reported that the consumer had to go to an ophthalmologist due to the discomfort felt. The consumer was advised to stop wearing contact lenses and was medicated with an unspecified antibiotic. Duration and modality of treatment was not indicated. The contact lens was used for 10 days. It was noted that at the time of the report the consumer was recovering. Additional information has been requested but not yet received.